Event description:
It was reported by the affiliate that when the device was used during an unknown procedure, it jammed, and two reload cartridge also jammed during the same case. Another device was used to complete the case. There were no consequence to the pt.